Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that 1117 "3.3v supply failed" and 1118 "5v supply failed" errors occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The remote service engineer (rse) performed troubleshooting with the customer and confirmed the 1117 and 1118 errors in the event log. The rse informed the customer that the manufacturer recommends replacing the power management (pm) printed circuit board assembly (pcba) and data acquisition (da) pcba and provided the customer with the necessary part numbers for repair.

Manufacturer narrative:
Per good faith effort (gfe) response, the device was actually not in patient use at the time this issue was discovered as the issue was found during device cleaning and testing. The biomedical engineer (bme) ordered the replacement power management (pm) printed circuit board assembly (pcba) and data acquisition (da) pcba, and upon receiving the new parts, the bme performed the replacements and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.